Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown/migration') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problems"), urinary tract disorder ("bladder or urinary problems or changes:urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and weight fluctuation ("weight gain / loss specify which one: weight gain / loss"). In 2011, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("left side pain"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condition/problem") and visual impairment ("vision problems"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, iron deficiency anaemia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, urinary tract infection, migraine, abdominal pain, back pain, weight fluctuation, flank pain, pelvic pain, metrorrhagia, blood disorder, cardiac disorder, psychological trauma, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, nausea, nervous system disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: on 2016- she performed gastric bypass surgery. Current weight (B)(6) . Plaintiff received treatment for menorrhagia, metrorrhagia, anemia, blood/heart disorder,bladder problems,urinary problems, bladder infection, uti, vaginal infection, vaginal dischage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.3 kg/sqm. Imaging procedure - on (B)(6) 2006: essure confirmation test(s):(unspecified):bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events- " pelvic pain, metrorrhagia, anemia, blood/heart disorder, psych injury, bladder infection, vaginal infection, vaginal discharge, gi conditions, nausea, neuro condition/problem, vision problems", lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2011, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and flank pain ("left side pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, urinary tract infection, migraine, abdominal pain, back pain, weight increased and flank pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, menorrhagia, migraine, mood swings, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on 2016- she performed gastric bypass surgery. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Case become incident. Event-injury was updated with new events added from pfs- abnormal bleeding(vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)¸ fatigue, hair loss, mood swings, urinary tract infection, migraine/headache, abdominal pain, back pain, malposition of essure device location of device: unknown, weight gain, left side pain. Reporter information, medical history, concomitant drug, essure insertion date, essure removal date, events onset date, lab data were added. Essure model were updated to 305-205. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.